Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018, that there were scratches on the screen which made it hard to read. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Customer also reported no delivery alarms and failed battery alarms. Troubleshooting was not performed. Product will be returned for analysis and replacement has been sent.